Event description:
It was reported that during the stapled hemorrhoidectomy, after firing, the user opened the head and tried to retrieve the stapler from the anal canal. At that moment, he found that half of the washer dropped out of the casing. That hampered the retrieval of the head from the cad33. Extended or time>1 hour for stapler retrieval. There were no pt consequences. The product is being returned.